Event description:
It was reported that during use in an unspecified procedure, the twinfix ultra broke during deployment. All the broken pieces were removed from the bone. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device in a new bone hole. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: part of the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The anchor and sutures were not returned. The distal tip of the shaft is broken. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken pieces were removed from the patient. The procedure was completed using a back-up device. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and to root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the twinfix ultra anchor broke during deployment. All the broken pieces were removed from the patient's bone. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device in a new bone hole. No further complications were reported.